Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming vxi testing due to device intermittent operation (rate). The test was rerun ten times and the device passed. Analysis also noted that the high rate cover, lower case and ring cover were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.